Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had feeling of current impulses, which started slowly then became faster and faster, "as if trapped in an electric fence". The patient also experienced decline in their general condition, strong over-movements, speech disturbance, and difficulty swallowing. There were no external factors determined to be related to the event. The patient received treatment at the hospital including comprehensive diagnostics. Actions included turning the stimulator off, but the event was not resolved at the time of the event.